Event description:
A customer reported to beckman coulter, inc. (Bec) that the cap piercer on the unicel dxc 600 pro synchron clinical system was leaking fluid when piercing sample caps. The leak was contained within the instrument. There were no error messages or flags generated to alert the customer. The customer was wearing a lab coat, eye protection, and gloves when troubleshooting the instrument. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. Bec field service engineer (fse) found the cap piercer waste line was obstructed. The fse flushed the quick connect fitting and resolved the issue. The fse verified the service activity per established procedures and the results met the published performance specifications.

Manufacturer narrative:
Result: quick connect. (B)(4).